Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the ruby coil was delivered into a branch off the celiac artery. Physician was not happy with the placement and attempted to retrieve it into another manufacturers' microcatheter. Before retracting the coil, the physician pulled back the microcatheter to straighten the system and the detachment junction of the coil seemed to be hung up on the distal tip of the microcatheter. The physician then tried to retrieve the entire microcatheter along with the coil mass. At that point, the coil stretched and then broke. A portion of the coil was still left in the patient. The physician attempted to retrieve the coil with three different snares. During the retrieval process a dissection occurred and the right hepatic artery became occluded. At this point the decision was made to end the case. The patient status was stable; however, the physician will reattempt the procedure.

Manufacturer narrative:
Catalog # corrected from "rby2c0315" to rby2c0312. Returned to manufacturer corrected from "12/04/2014" to 02/10/2015.

Manufacturer narrative:
Result: the pet lock was intact with the ruby coil pusher assembly. The ruby coil (coil) was detached from the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm, 10.0 cm, 39.0 cm, and 67.0 cm from the proximal end. The coil was severely damaged throughout the entire length. The proximal constraint sphere was still attached to the coil. The proximal constraint sphere was measured and found to be within specification. The distal detachment tip (ddt) was fractured off from the pusher assembly, and was not returned for evaluation. Conclusion: the complaint has been evaluated. The complaint indicates that during an attempt to withdraw the device from the patient, the coil unintentionally detached from the pusher assembly. Evaluation of the returned product revealed that the pusher assembly was kinked at multiple locations. This type of damage typically occurs when the product is improperly handled during use. It is possible that this damage occurred during packaging the product for return. Further evaluation revealed that even though the coil was detached from the pusher assembly, the pet lock was intact, indicating an unintentional detachment. The proximal constraint sphere was intact with the coil, and within specification. The ddt has been fractured from the pusher assembly, and this type of damage is another typical indication that the product was improperly handled during use. The ddt was not returned for evaluation, therefore, it was not possible to evaluate whether or not the ddt was within specification. These devices are 100% functional tested and inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.